Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed alert which stated that the cabinet was unavailable. A technical support specialist assisted the customer to switch on the cabinet and confirmed that the customer was able to pull out the medication with no issue after the cabinet was switched on. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system displayed alert which stated that the cabinet was unavailable. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.